Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the physician had difficulty inserting the lead even when advancing a stylet into the lead and cleaning the sheath with saline. It was noted the saline was squirting out of a small hole in the insulation close from the proximal pin connector. The lead was not used and a second lead was implanted without any further issues. The physician believes the lead must have somehow been damaged during the implant procedure. The patient condition was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.